Manufacturer narrative:
Date of report: 28jun2021. There was no patient involvement.

Event description:
The customer reported that the nav-ring is not working. The customer reported that the unit was not in use on patient. There was no patient harm. The field service engineer (fse) was able to verify the reported problem. The fse replaced the front bezel to address the reported problem.